Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was beeping for distal occlusion. When the pump was restarted, it was noticed that medication was leaking from the texium. There was no report of any patient or staff exposure or harm.